Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were large air bubbles in the luer lock. The customer's blood glucose level was 92 mg/dl. The customer changed the cartridge to address the event and no air bubbles were observed.